Event description:
It was reported that the customer received a continuous glucose monitor error 42. The customers blood glucose level was 3 mmol/l. The customer independently reset the pump to resolve the issue.